Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03180. The patient received 2 scs leads with the same lot number. It was reported the patient is experiencing intermittent stimulation after hitting the scs ipg pocket site. Diagnostics showed invalid impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming.